Event description:
During assistance with a system error (se) 2240 that occurred on the homechoice (hc) during use, during dwell 2; the patient revealed that they had cut open the bags with a knife. The patient stated that the bags appeared to be defective. The technical service representative (tsr) assisted the hp with troubleshooting and starting over with new supplies. During a follow-up with the home patient (hp) regarding the reported problem, the hp stated everything went fine. The hp stated that they did not start over with new supplies, they just used manual supplies the next day. They did talk to their nurse regarding the alarms as well. Therapy has been continuing as normal. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm. Complaint is not confirmed and the assignable cause is undetermined because sample is unavailable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.